Event description:
It was reported that this device had a battery depletion error. The battery status was at end-of-life. The device was being checked at the clinic when the alert was discovered. The pulse generator has been implanted greater than eight years. The device remains implanted, however technical services recommended explant. There were no additional adverse patient effects.